Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with and implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient felt pain in their left leg, thigh and lower back. Patient stated it felt like a cramping sensation. They further stated that they thought maybe the stimulation was causing the issue so they turned stimulation down. The pain went away, but they were going to the bathroom like crazy, so they turned it back up and at the time of the call they stated they were fine. Caller stated when stimulation was turned back up, their symptoms resolved and the pain didn't come back. The caller also reported they used to go every hour, but at the time of the call they went every 2 hours. Caller was wondering if that's the best they could hope for. Caller stated the therapy had helped some, but they would like better relief. Caller was wondering if they should keep turning it up. Additional information was received. Consumer reported they went to the doctor and they changed the therapy. It was reported that the patient didn't think her therapy was working good because she had a return of symptoms but she was implanted for bladder control. The patient stated that she started going to the bathroom more often and was getting up at night. The patient tried increasing stimulation because of this but the programmer would not allow her to do so. Trouble shooting attempts were made and the patient was on program 1 at 2.05v with stimulation off. The patient turned stimulation back on and reported that it was too strong. It was noted that it felt like she was jerking and her buttock was twitching so the patient decreased stimulation to a comfortable level at 1.25v. The patient also mentioned that the stimulation felt different because she was feeling it constantly. It was also reported that the cause of the stimulation being off was that the patient needed an adjustment. The patient stated that everything was working and the return of symptoms, going to the bathroom more often, and getting up at night had been resolved. There were no further symptoms or complications reported or anticipated.